Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The service technician found a colleague infusion pump with failure code 810:11cause by ail (air in line) out of calibration and was recalibrated by service. The event was reported to have been found during service. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.